Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 6000 c501 module. The initial result was reported to the medical personnel who asked for a rerun because the result did not match the patient's clinical data. The initial sodium result was 185 mmol/l. The repeat result was 141 mmol/l.